Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow-up. No magnet tones were available. Several programmers and wands were used and an x-ray of the system revealed proper placement. The physician elected to explant the ICD and a new device was sucsessfully implanted.